Manufacturer narrative:
Additional information: d9, g3, h3, h6. The evaluation confirmed the reported event, "ar-8330h shaver hp, apsii, hand control has a cut in the cord. The customer's complaint of, "ar-8330h shaver hp, apsii, hand control has a cut in the cord." Caused no patient impact" and attribute it to normal wear and tear of the shp cable due to the age of the device.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 12/04/2025, a sales representative reported via (B)(4) that an ar-8330h shaver hp, apsii, hand control has a cut in the cord. This was discovered after use in a case with no patient impact.